Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shut off. The pump was connected to a power source but still would not turn on. The customer's blood glucose (bg) level was 230 (mg/dl). The customer delivered a manual injection. It was indicated that the customer would use a backup pump as insulin therapy until the replacement pump was received.